Event description:
It was reported that the delivery rate is too low. There was no reported patient involvement.

Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was received. Device was visually and functionally tested and the customer reported issue was not able to be duplicated. The delivery rate of the pump was found to be correct. The cause of the issue is unknown. No further action will be taken. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.